Manufacturer narrative:
(B)(4). D10: screw for 75.11.00-05; item# 75110105, lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, a flexible shaft broke. No harm to patient. Due diligence is in process and no further information on the reported event has been provided.